Manufacturer narrative:
This is the same event as 3010536692-2016-00001.

Event description:
Allegedly, patient was revised due to mom complications (right-revision #1) received additional information on 01/08/2016.